Manufacturer narrative:
The manufacturer previously reported an issue related to a ventilator's power source. The ventilator was returned to the manufacturer for evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. The device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging an issue related to a ventilator's power source. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.